Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was not performed due to call tech support error on the receiver screen. The customer complaint was confirmed because receiver failed sound test using global receiver communication tool, no sound was heard and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.